Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two weeks after the permanent implant procedure from date manufacturer was made aware.

Event description:
It was reported that patients lead had impedances. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted devices will not be returned as it was disposed at the facility.